Event description:
Pt had total hip surgery initially on (B)(6) 2014. There were no complications and she discharged home as expected. Pt required readmission for a second surgery due to dislodgement of the hip/liner. Repeat surgery performed on (B)(6) 2014. Pt returned for a third time to have the same hip surgery due to a second dislodgement of components. Surgeon advised the pt that the event may be due to the device (s).